Event description:
One pt sample with discrepant sodium results. Initial result gave 132 mmol/l. Sample repeated three times giving 140, 129 and 132 mmol/l. Erroneous result was not reported. The field service rep was unable to determine root cause. Performance tests were performed and within specification.